Event description:
Account contact reports: employee experienced a burning sensation on the hands while wearing the product under the i.v. Hood. After removing the gloves it was reported that they noticed a white substance in the crease of the hands and was unable to wash it off. The burning sensation was reported to last about 15 minutes before starting to subside. There was no reported redness or rash but the account states that the hands were white as if the hands had come in contact with bleach. There was no reported medical intervention required and no permanent injury or damage. Employee has used these gloves in the past without any reported difficulty.